Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported physical resistances appears to be due to challenging patient anatomy and a definitive cause for the reported clip open while locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that the anatomy was challenging due to an abnormal heart. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed on the leaflets; however, due to the challenging anatomy, the clip was not placed perpendicular. While establishing final arm angle, the clip opened. The clip was re-opened and re-locked, and then successfully deployed. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.